Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported frequent motor error alarms in the last few days. The customer's blood glucose at the time of the incident was unknown. The customer confirmed the pump was not exposed to any magnet field or x ray, the pump was not dropped, and did not report any damage. The customer was advised to disconnect from the pump and revert to the backup plan.

Manufacturer narrative:
Device passed the rewind, basic occlusion test, prime or a33 test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery due to corroded home switch noted. The motor may have had an intermittent failure that was not detected during our testing.